Event description:
Single site right oophorectomy - "pt came thru emergency room with dermoid cyst. Cyst removed with no complications. Pt came to office on (B)(6) 2012. Small defect to umbilicus. Pt called in (B)(6) indicating she had a hernia."

Manufacturer narrative:
No product is being returned for eval and no lot # has been provided to MFR. A device history report is to be reviewed by engineering. A final report will be sent once the results have been analyzed. In accordance to 21 cfr 803.56, if we obtain add'l info, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.